Event description:
A 28mm amplatzer septal occluder (aso) was implanted; however, one day later, the aso had embolized into the main pulmonary artery. The patient was referred for surgery where the aso was explanted and the defect was repaired. Deficient posterior, inferior and anterior rims were reported by the surgeon at explant.

Manufacturer narrative:
The 28mm aso was returned to sjm and decontaminated. The aso was grossly and microscopically examined, and a dried blood-like substance was found in the end screw. Fine-tip forceps were used to remove the blood-like substance; there were no other anomalies found on the aso. The aso met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test, 12f loader, deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment. The results of this investigation confirmed the aso met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization after the procedure remains unknown.

Manufacturer narrative:
The cause of the embolization after the procedure remains unknown.